Event description:
Procedure type: laparoscopic pyeloplasty. According to the reporter: during procedure, blue foreign material was found in the abdominal cavity and retrieved. Since no abnormality, such as air leak, was observed, the procedure was completed without replacing the devices. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).